Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.25 x 15 mm xience sierra stent was implanted on (B)(6) 2018. On (B)(6) 2018 the patient was readmitted with unspecified cardiovascular symptoms in addition to acute cystitis with hematuria. The treatment performed for the unspecified cardiovascular symptoms was not reported. No additional information was provided.